Event description:
Pt implanted with a plate and screw construct on (B)(6) 2012 for a femoral shaft fracture. The plate broke postoperatively and a non-union was noted. Hardware was removed on an unk date.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The cross section surface shows no irregularities. The breakage of the plate was most likely a result of the non-union. The manufacturing records were reviewed and no complaint related issues were found.